Event description:
The customer obtained a non-reproducible, higher than expected vitros ckmb result (52.4 vs. An expected result= 2.37 ng/ml) from a single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the higher than expected result was questioned and repeated due to patient history, prior to reporting out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros ckmb result was obtained from a single patient sample run on the vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent related issue contributed to the event. Root cause of the event could not be determined, however, it is likely that contamination within the vitros 5600 system had contributed to the results. Additionally, poor sample processing or a sample mix-up cannot be ruled out as contributing factors.